Event description:
A pt underwent a therapeutic placement of an esophageal stent. When the ultraflex esophageal stent was approiximately 50% deployed, the deployment suture broke. The delivery catheter was cut and the stent was able to be fully deployed. The stent was successfully deployed. The pt did not sustain any complications or ill effect as a result of the brekage of the deployment suture. The pt condition is reported to be 'ok'.